Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. The reporter stated that the device was being replaced and it was at eol (end of life), which was why the patient didn't have stimulation. It was noted that electrodes 4-7 all had impedances greater than 4000, but it was unclear if there was a lead there. In the past the patient had only been programmed using electrodes 0-3. Using electrodes 0-3, the patient was unable to get stimulation. Various electrode combinations were tried, and there was still no stimulation response. It was reported that the device was explanted due to high impedances, a lead/extension issue of a break or fracture, and loss of stimulation. The reporter stated that the patient though his device was dead over a year ago. The patient was scheduled for an implantable neurostimulator exchange and the surgeon disconnected the lead from the extension and did an interoperative lead test which indicated electrode impedance greater than 4000 on all electrodes. It was reported that the surgeon explanted the implantable neurostimulator and extension and left the lead in place. The reporter stated that the surgeon advised that a lead revision be performed at a later date with possible retrial due to the existing lead being lower than expected for the patient's desired area of therapy coverage. It was noted that there was no injury or adverse event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, implanted: (B)(6) 2002, product type lead; product ID neu_ unknown_ext, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Additional information received reported that the patient was referred back to his pain physician and re-trialed. It was noted that the patient was scheduled for a lead revision on (B)(6) 2013. Nine days later, it was reported that a patient had a new surgical paddle lead placed based on the trial procedure. It was noted that the current lead was not revised and a new lead was placed in an alternate location higher up the patient's spine. The patient was doing well.